Event description:
It was reported by the customer that during an open hernia procedure, the devices were producing scissored clips. The tips were also sticking closed and had to be manually opened after each firing. It was unknown how the procedure was completed. There was no patient consequence reported. Two lx107 and four lx207 devices will be returned.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Jaws misaligned the analysis results confirmed that the lx207 device was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.